Event description:
A customer reported to baxter corporate product surveillance a vented continu-flo solution set in which a leak occurred. According to the report, the vented set leaked at the connection point of the set and an unknown product. It is unknown when the condition occurred. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4) . Three actual samples were returned for evaluation. A visual inspection was performed and no defects were observed. All three samples were spiked into a 1000ml solution bag, primed, and checked for leaks. Each sample was then under water and iso liquid leak tested. No leaks were observed. The actual samples were then iso gauge tested and found to be out of iso specifications. The reported condition was not confirmed. The root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer.